Event description:
The patient's right knee was revised due to wear of the poly insert and a cracked baseplate. Osteolysis was seen throughout the knee intraoperatively. The surgeon stated, "he opened the joint and found black tissue and poly debris around the femur and tibia. Osteolysis was most likely caused from the poly. The poly was worn away in both posterior aspects of the insert and when he turned it over; an oblique linear line was seen. The baseplate was cracked and broken at the posterior medial location. Upon further inspection the femur was loose." All devices were removed except for the patella. Otismed was used for the primary procedure.

Manufacturer narrative:
Additional information indicated that this device is "alameda designed item prior to syk purchase" and it was used during primary surgery on (B)(6) 2009 prior to acquisition of alameda by stryker. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding instability involving an otismed cutting guide was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned for evaluation. Medical records received and evaluation: a review by a clinical consultant indicated that device-related factors have no place in such instability scenario¿s and can from a practical point of view be excluded from the current failure scenario, despite the incomplete information. Instability is a "soft tissue¿ problem that can be solved with metallic devices but their size, position and other geometry aspects all play the decisive role in this aspect and not the specific device properties related to manufacturing or materials composition as also supported by the mar. The review makes no reference to the reported device. Device history review: could not be performed as the device was not properly identified. Complaint history review: could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: lot ID, return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause.

Event description:
The patient's right knee was revised due to wear of the poly insert and a cracked baseplate. Osteolysis was seen throughout the knee intraoperatively. The surgeon stated, "he opened the joint and found black tissue and poly debris around the femur and tibia. Osteolysis was most likely caused from the poly. The poly was worn away in both posterior aspects of the insert and when he turned it over; an oblique linear line was seen. The baseplate was cracked and broken at the posterior medial location. Upon further inspection the femur was loose." All devices were removed except for the patella. Otismed was used for the primary procedure.